Manufacturer narrative:
Investigation summary: two photos were received and evaluated. The photos depict front and back of a single sealed 5ml blister package with syringe inside. The batch # can be seen embossed on the peel tab on the bottom web, however it is not clearly visible. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the location of the batch #, it appears that this batch of product was likely manufactured before the implementation of unique device identifier when expiration date became required to be printed on all individual packages. Prior to unique device identifier implementation expiration date for this product was not required and not included as part of design.

Event description:
It was reported with the use of the bd¿ syringe slip tip there was an issue with no expiration date on the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ syringe slip tip there was an issue with no expiration date on the packaging.